Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: instrumedics eib (B)(6) aft insulation cracked, compromised, broke, or breached (failed insulscan). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user misuse. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.